Event description:
It was reported via trial that 17 days post rx acculink stents (2) implantation in the right internal carotid artery (rica), the (B)(6) patient experienced an unwitnessed fall. After the fall, seizure activity was noted. The patient was hospitalized, found to be in respiratory failure with bilateral pleural effusions and was intubated. Additionally, the patient had splenic lacerations and a head contusion. Dilantin, ativan and keppra were started to treat the seizures. On (B)(6) 2010, CT of the head showed a small intracranial hemorrhage. On (B)(6) 2010, the patient was discharged back to a nursing home with a tracheostomy. On (B)(6) 2010, the patient died from renal failure. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). Hemorrhage and seizure may occur during this type of procedure and as listed in the instructions for use, hemorrhage and seizure are known potential adverse events associated with the use of the product. Based on available information, a definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.